Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 8 fr angio-seal vip was returned for evaluation. The hemostasis sheath was returned mated with the locator. The guidewire and the aluminium foil was returned as well. There was no blood like substance noted on the returned device. The returned locator was subjected to microscopic analysis and relevant dimensional measurements were taken. The radius measurements on the mating knob were not within the manufacturing dimensions but the device was used multiple times during testing and it is likely that the edges got deformed due to repeated usage. It is likely that repeated and forceful off axis insertion led to the loss of dimension. An arteriotomy locator sample from an unused angio-seal 8f vip set was mated with the returned locator for functional testing and there was an audible click heard along with tactile feedback. The hemostasis sheath worked as intended. No anomalies were noted on the hemostasis sheath. The mating knob of the returned arteriotomy locator was then microscopically analyzed on the z axis and its height was compared to the new unused arteriotomy locator used for functional testing. There were significant differences noted in the height. Based on the results of this investigation, it is likely that the deformation on the mating knob led to the loss of its z dimension of height which precluded it from mating correctly with the returned hemostasis sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Expiration date -requested, not yet provided. UDI - requested, not yet provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested, not yet provided. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes.

Event description:
The user facility reported the sheath would not lock with the involved angioseal device. The following information was provided by the user: this was a post pci procedure with. The sheath would not lock with the angio-seal vip. Additional information was received on december 5,2017. Another 8fr angio-seal vip was used and hemostasis was achieved. The procedure outcome was good, and the patient was reported to be in stable condition.